Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17761077m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via transesophageal echocardiography (tee). Pericardiocentesis yielded 180 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as a thin piece of tissue was perforated. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of in jury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool® smart touch¿ bi-directional navigation catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit, as the physician does not zero the catheter until it is time to ablate. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.